Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site revealed the sheath distal tip was torn radially. The patients access vessel had presences of calcification and tortuosity. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath was visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint events were confirmed via imagery. Per review of procedural imagery provided by the site the sheath distal tip was shown to be torn and separated. The sheath shaft seem appeared to be expanded as designed. In this case, the damage indicates the tear can be attributed to improper sheath tip expansion. Patient factors of calcification and tortousity also may have contributed to the reported event. A product risk assessment (pra) and CAPA have both been previously initiated. There were injuries reported for this event. Trending indicates the event is within the monthly control limit. The pra remains applicable to this event.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach resistance was encountered passing the delivery system and valve through the esheath. Per report, 'the physician had to push harder at the very end and it appeared that the valve got snagged on the sheath tip.' The valve was deployed successfully. There was no withdrawal difficulty. Upon removal of the esheath some fraying and a section of the distal tip was observed to be missing. The radiopaque marker was still intact. Imagery of the surrounding vessels was unable to locate the missing piece. The patient was in stable condition post procedure and discharged home.